Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet completed.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 13. The patient's drain volume was 1995ml. The largest prescribed fill volume was 1200ml, which meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the increased intra-peritoneal volume (iipv) found during evaluation. According to the nurse the patient has not reported any symptoms of overfill. Product surveillance advised the nurse of the probable cause. The patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.